Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The share log was reviewed and there was no data available. The customer complaint of a loss of connection was undetermined because there was no voltage and no data available in the share log. The root cause could not be determined as the reported allegation was not found.